Manufacturer narrative:
No additional info is available at this time. As info is received, a supplemental report will be filed. (B)(4).

Event description:
A report received from (B)(6) stated an ht70 ventilator experienced a backup battery failure while connected to the alternating current (a/c). There was a pt connected to the device at the time of the event. The pt was removed from the device, manually ventilated then transferred to an alternate ventilator. There was no reported negative impact to the pt.